Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (unable to complete incoming functional testing) has been confirmed. Upon investigation the monitor failed detect and treat testing due to not recognizing the ecgs or therapy electrodes. The cause for the failure was isolated intermittent connection between the monitor belt receptacle and jumper j1000. The root cause for the intermittent connection could not be positively identified. No adverse event resulted from the defective equipment.

Event description:
A us distributor reported that a monitor was unable to complete incoming functional testing.